Event description:
The biomedical engineer (bme) reported that when testing the g9 monitor, they could admit a patient on the unit; however, it would not show up at the central nurses station (cns) or the remote network station (rns). There was no comm loss error displayed. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when testing the g9 monitor, they could admit a patient on the unit; however, it would not show up at the central nurses station (cns) or the remote network station (rns). There was no comm loss error displayed. Bme stated that this happened on (B)(6) 2023 (but not reported) and again on (B)(6) 2023, and both times it was resolved after rebooting. Bme requested the logs to be reviewed. The logs were reviewed by nkc, and the cause of the g9 network output stopping the admit operation task to the cns could not be determined. The task runs on the main board and nkc suggested that the customer replace or repair the g9 main board. Investigation summary: after a review of the cns and g9 logs by nkc, a definitive root cause for this issue could not be determined. A possible cause may be issues with the g9 monitor's main board since interrupted tasks were found in the g9 logs. Hardware component issues may occur due to physical damage or fluid intrusion from user mishandling, power issues from site outages or surges, which can affect the integrity of the circuit boards, or wear-and-tear, which depends on device age and frequency of use. Following the general handling instructions detailed in the daily check/maintenance section of the g9 operator's manual may prevent issues with hardware components. A review of the customer's complaint history shows no trends for this issue. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Attempt # 1: 05/15/2023 emailed bme for the concomitant medical devices: no reply was received. Attempt # 2: 05/17/2023 emailed bme for the concomitant medical devices: no reply was received. Attempt # 3: 05/24/2023 emailed bme for the concomitant medical devices: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that when testing the g9 monitor, they could admit a patient on the unit; however, it would not show up at the central nurses station (cns) or the remote network station (rns). There was no comm loss error displayed. Bme stated that this happened on (B)(6) 2023 (but not reported) and again on (B)(6) 2023, and both times it was resolved after rebooting. Bme requested the logs to be reviewed. The logs were reviewed by nkc, and the cause of the g9 network output stopping the admit operation task to the cns could not be determined. The task runs on the main board and nkc suggested that the customer replace or repair the g9 main board. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitor: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Cns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Rns: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that when testing the g9 monitor, they could admit a patient on the unit; however, it would not show up at the central nurses station (cns) or the remote network station (rns). There was no comm loss error displayed. Not in patient use.